Manufacturer narrative:
No product returning for eval. Attempts were made to obtain all available info. Should new info become available, a f/u MDR will be submitted.

Event description:
Received info stating customer received an alarm indicating that delivery of insulin had stopped. The customer's blood glucose level was not impacted. Reportedly, the customer had inadvertently pushed a button that resulted in the alarm. Insulin was resumed.